Manufacturer narrative:
(B)(4) (B)(6). Concomitant medical products - unknown comprehensive humeral stem, catalog# unk lot# unk; unknown comprehensive humeral bearing, catalog# unk lot# unk; unknown comprehensive baseplate, catalog# unk lot# unk; unknown comprehensive glenosphere, catalog# unk lot# unk; unknown comprehensive reverse screws, catalog# unk lot# unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is determined to be related to human factors (patient is a target shooter with a rifle). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a patient underwent an initial reverse shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to a humeral tray fracture. The taper is still inside of the humeral stem. Attempts have been made and additional information on the reported event is unavailable.